Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Reportedly, the customer administered an override bolus of 18 units after receiving an incomplete bolus alert. Customer consumed carbohydrates to address bg. Customer's healthcare provider informed tandem that customer has dementia. Healthcare provider to consult with customer regarding diabetes management.